Event description:
A (B)(6) morbidly obese while female with multiple medical issues was ambulating on thursday (B)(6) 2004 evening approx 10:00 pm, in her home in her motorized wheel chair and bumped her right leg on her hospital bed. Ems dispatched to evaluate. Initially they reported only skin tear to right leg. Approx 45 minutes later, participant notices her leg swelling skin tear evolved into gaping laceration admitted to hospital's ccu with uncontrollable bleeding. She is currently still in ccu.